Event description:
It was reported that a pta dilatation balloon would not deflate. The balloon was nicked with a bioptome catheter and it eventually deflated. There was no report of pt injury.

Manufacturer narrative:
A mfg review was conducted and there was nothing found to indicate there was a mfg-related cause for this reported event. The lot met all release criteria. The investigation is currently underway.